Event description:
A mayfield skull clamp was involved in a slippage during a procedure. The surgeon had to reset navigation which caused a delay (amount of time unk). The pt did not experience any ill effects as a result of this incident. Details about the date of the event, pt demographics and procedure are unk. Additional clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.